Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose and low blood glucose of 24 mg/dl. Customer indicated that he treated with glucose tablets. Customer declined to troubleshoot and indicated that they will contact their doctor about their blood glucose.